Manufacturer narrative:
(B)(4). Customer declined replacement product at this time. Most likely underlying root cause of malfunction: mlc-118 user applied blood to strip before inserting strip into meter (B)(4). Manufacturer contacted customer on (B)(6) 2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer states that her condition has improved. Customer is no longer experiencing any symptoms. Customer did made appointment and went to the doctor on (B)(6) 2017. Customer states that per the doctor, the results of 131mg/dl non-fasting that was taken when she contacted us, are too low for her. Customer states that the doctor advised her to take 1.6 of her victoza instead of 1.8. No treatment was given at the office. No blood results was taken when she got the doctor's office. Customer fasting result was 108mg/dl fasting today.

Event description:
Consumer reported complaint for e-3 error message. The customer is concerned with the result of 131mg/dl (non- fasting). The expected fasting blood glucose test result range is not provided. The customer did report symptoms of increased urination, nausea and sweating. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2017, a blood test was performed non-fasting by the customer and produced test results of 131mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is not provided. Customer is getting the error as soon the strips are inserted into the meter. Customer have been putting the blood on the strips first - improper technique. Customer just got the meter yesterday.